Manufacturer narrative:
New classification as recall class ii as per information of 30 june 2023 and therewith classified as reportable. In 2021 it was recorded and performed under recall class iii.

Event description:
Difficult or delayed positioning of femoral segment [customer].